Event description:
A male patient underwent evar on (B)(6) 2012. After dilatation of the left access vessels with cook's hydrophilic dilator the zenith flex aaa endovascular graft bifurcated main body was introduced up the patients left side without any problems. The left (lower) renal artery was identified and was visualized using the fluoro-fade roadmap function on the fixed c-arm unit. The main body graft was deployed just distal to the left renal artery. The infrarenal neck was in a funnel shape with a diameter approx 26mm at the left renal funneling down to 23mm in diameter 15mm below the left renal artery. Mild thrombus was observed in the infrarenal neck during planning and sizing. The contralateral and ipsilateral limbs were deployed without issue or complication. Prior to ballooning the proximal sealing stent of the graft it was observed that one of the four proximal gold markers was covering a good portion of the left renal artery ostium. After ballooning the proximal and distal seal zones and doing a final graft-o-gram which confirmed a portion of the graft fabric encroaching on the left renal artery, the surgeon decided to try and pull the device down by inflating the coda balloon and pulling the graft down. The proximal fabric edge did come down maybe 2-3 mm, but then seemed to recoil back to its original position. The surgeon then decided to cannulate the left renal artery using another manufacturer's catheter and a 260 angled glide wire. He was able to get into the left renal with the glide wire and withdrew the catheter leaving the glide wire in the left renal artery. The surgeon then decided to use a 6mmx40mm angioballoon of another manufacturer to profile the renal artery orifice and determine if the fabric had any ledge that could cause future occlusion. The balloon was inflated and it looked as if there was no "ledge" of fabric. However, the fabric looked to be lying inside the left renal artery orifice identified by one of the proximal gold markers. Blood flow into this renal artery did not seem to be slowed during renal angiogram. Based on this run the surgeon decided to end the intervention and not place any stent in the left renal at that moment. The patient's groins were closed. On (B)(6) 2012, reintervention was necessary; the surgeon indicated that the left renal artery went down and that the left renal artery was stented on (B)(6) 2012. The surgeon stated that the most proximal stent encroached on the renal with the fabric covering the ostium. He also stated that he has not seen a zenith migrate proximally, however he believes this device did because of the funnel neck and the length of the funnel being just the right length. This is the reason for this report being filed. Event evaluation: still under investigation.

Manufacturer narrative:
(B)(4).